Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2013 to report that on (B)(6)2013 their receiver's display screen became frozen. There was no report of injury or medical intervention. Off-label use; patient using device not approved for pediatric use. No additional event or patient information is available.